Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
(B)(4). The device identified by the model and serial number is not affected by a current product advisory. The device is currently undergoing detailed analysis to determine root cause.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient had contacted the clinic to report that the device was generating beeping tones. The clinic nurse checked the last data upload from the patient's monitoring system and noted that the device had declared a code#1003 (voltage too low for projected remaining capacity). Ts recommended that the patient should be scheduled for device replacement. Data from the patient's monitoring system was reviewed by boston scientific in-house engineering. Data from the patient's monitoring system was reviewed which confirmed that the device had declared a low voltage fault which was occurred on (B)(6) 2014. The device's voltage is currently at 2.939 volts. Therapy delivery is unaffected but may be compromised in a matter of days. The battery status indicators are not reflecting the depletion condition and are inaccurate. The indicators should no longer be relied upon to determine the depletion status of the device. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. The power fluctuations appear random and intermittent. This behavior is unpredictable and the battery has a limited reserve capacity. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted without incident. The device was received at boston scientific's return products department.